Manufacturer narrative:
On (B)(6) 2026 the patient called to request early disconnection due to skin irritation. The patient was using an mcot device with the electrode - patch - universal 2 channel configuration and experienced raised skin and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical steroid). The patient discontinued service early, with the end of service date updated to (B)(6) 2026. The patient did not follow proper skin preparation steps, having used a scrub pad every time she changed the patch on the same area. The patient has a history of allergy to adhesive. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient did not follow proper skin preparation steps, having used a scrub pad every time she changed the patch on the same area, and the patient has a history of allergy to adhesive. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026 the patient called to request early disconnection due to skin irritation. The patient was using an mcot device with the electrode - patch - universal 2 channel configuration and experienced raised skin and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical steroid). The patient discontinued service early, with the end of service date updated to (B)(6) 2026. The patient did not follow proper skin preparation steps, having used a scrub pad every time she changed the patch on the same area. The patient has a history of allergy to adhesive. The electrode lot number was not available.